Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a 27-year-old female patient who had essure (batch no. 872994) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concurrent conditions included genital haemorrhage, acne, weight loss, thrombosis nos and menometrorrhagia. Concomitant products included buspirone hydrochloride (buspar) since 2011. On (B)(6) 2011, the patient had essure inserted. In november 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In december 2011, the patient experienced pelvic pain ("pain"), rash macular ("rashes or skin conditions type: itchy spot - various areas (arms, legs, neck)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metal taste"). In march 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain") and rash ("rash"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, anxiety, depression, rash macular, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, dysgeusia, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, rash, rash macular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 190 lbs diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, vaginal hemorrhage, pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc (product technical complaint) incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 872994) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "did not undergo confirmation test". The patient's medical history included overweight. Concurrent conditions included genital haemorrhage, acne, weight loss, thrombosis nos and menometrorrhagia. Concomitant products included buspirone hydrochloride (buspar) since 2011. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), nausea ("nausea") and alopecia ("hair loss") and was found to have weight increased ("weight gain / loss (specify which one) gain"). In (B)(6)2011, the patient experienced pelvic pain ("pain"), rash macular ("rashes or skin conditions type: itchy spot - various areas (arms, legs, neck)"), allergy to metals ("nickel allergy"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue") and dysgeusia ("metal taste"). In (B)(6) 2012, the patient experienced vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems condition: anxiety"), depression ("psychological or psychiatric problems condition: depression"), abdominal pain ("abdominal pain") and rash ("rash"). The patient was treated with surgery (endometrial ablation). Essure treatment was not changed. At the time of the report, the menorrhagia, pelvic pain, vaginal haemorrhage, anxiety, depression, rash macular, nausea, allergy to metals, dysmenorrhoea, vaginal discharge, fatigue, weight increased, alopecia, dysgeusia, abdominal pain and rash outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, anxiety, depression, dysgeusia, dysmenorrhoea, fatigue, menorrhagia, nausea, pelvic pain, rash, rash macular, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Concerning the injuries reported in this case, the following ones were confirm in patient¿s medical records: alopecia, vaginal hemorrhage, pelvic pain. Most recent follow-up information incorporated above includes: on 31-jul-2019: plaintiff fact sheet and medical records received. Lot number added. Event injury was deleted and device category changed from device other event to incident. Events added from pfs- abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: anxiety, depression, rashes or skin conditions type: itchy spot - various areas (arms, legs, neck), nausea, nickel allergy, dysmenorrhea (cramping), pain, vaginal discharge, fatigue, weight gain / loss (specify which one) gain, hair loss, metal taste, abdominal pain, rash, did not undergo confirmation test. Reporter information, medical history, concomitant drug were added. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.